Event description:
Field service engineer reported a complaint involving a colleague pump with depleted batteries observed during service. The hosp representative stated they have no record of any pt incident involving this pump since the last baxter service event.